Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since (B)(6) 2021 the ins has moved and ins is crooked in the pocket. The patient said that they noticed that if sitting on a wooden chair that has spindles, they have to move and can't sit because it is too painful. Documented event. No further action was taken by the patient. Services provided. The patient was redirected to their healthcare provider to further address the issue. The patient said they are trying to schedule an MRI. Reviewed MRI information and, with instruction, patient connected to implant and placed into MRI mode.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.